Event description:
Medical affairs has been unable to get a hold of the pt and will be sending a letter to obtain more clinical info. Based on the info provided, medical affairs is reporting this case as a meter malfunction. Reason: pt called alleging that the meter has damaged display and they are unable to read the blood glucose readings on the display since there are black marks on the display. Pt mentioned to customer service that they would be calling the emergency medical technician (due to symptoms not related to blood glucose) because they felt as if they were having a stroke. Customer service was unable to resolve the issue and sent pt a new meter.